Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that oversensing was observed on the implantable cardioverter defibrillator. Upon review of remote transmission records, possible intermittent loss of capture events were observed. Programming changes were successfully made. Capture threshold testing was performed and the device's electrograms were turned on. The patient was stable and asymptomatic.